Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated that he had some problems with their device. The patient took a fall and hit his back on the bath tub where his implant is located and had a huge bruise there for a while. Now their device is not charging. The patient also confirmed when he is trying to start a charge session he sees the reposition antenna message. The last time the patient had stimulation was a month ago. The last successful recharge was two months ago. No further complications were reported. No additional patient symptoms were reported.